Event description:
During ge preventive maintenance, it was discovered that 4 mounting screws may be missing giving the potential of the video monitor to fall. Our biomedical technician checked the monitors to ensure the screws were there, and they were there. The monitor was installed correctly.